Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms on (B)(6) 2021; however, a specific cause for the low flow events could not be conclusively determined. The log files appeared to show that the device was operating as intended at the set speed. The device was not explanted for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of heartmate 3 lvas. Although the reported infection that the patient developed (pneumonia) was not considered device-related, infection is also listed as a potential adverse event. This document also explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. The IFU explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's stroke on (B)(6) 2020 will be reported under MFR # 2916596-2021-05765. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the hospital due to complications of a hemorrhagic stroke, which the had suffered from on (B)(6) 2020, and pneumonia. The patient expired on (B)(6) 2021 due to the pneumonia. The device operated as expected.